Manufacturer narrative:
The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity and cut and seal tests. The instrument moved intuitively with full range of motion in a directions. The grips opened and closed properly. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected before use and the broken/loose cable was white, but there was no exposed wire. There was a loss of cautery associated with the broken/loose cable, but there were no signs of thermal damage at the site of breakage. The instrument did not collide with any other instrument or tool during the procedure, and no fragment that fell inside the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the energy cable of the vessel sealer extend instrument was found to be broken. The procedure was completed with no reported injury.